Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is inconclusive due to the state of the returned sample. One photograph of a straight tipped guidewire was returned for evaluation. An initial visual observation of the photograph showed the distal end of the guidewire. The coiled, tapered, and non-tapered sections were observed in the returned photograph. The coil wire was observed to be intact. No damage or irregularities could be discerned on the guidewire. Without the exact measurements of the device, inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that guidewire has half of the soft wire spared on the front of the guidewire and the other half has no soft wire and won't fit through the harbor cannula.